Manufacturer narrative:
Original MDR was filed 8/11/2017. Siemens headquarters support center investigated the incident based on the information provided. The customer obtained a heterophilic blocking tube (hbt) and processed the treated sample on the dimension vista and obtained a result of 7 miu/ml. This is consistent with the presence of a heterophilic antibody in this patient, since the treated result is inconsistent with the untreated result. As stated in the dimension vista bhcg flex reagent cartridge instructions for use: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Hsc concluded that the cause of this falsely increased vista bhcg result was non-specific binding caused by heterophilic antibodies in this particular patient. The device is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated bhcg result is unknown. The account repeated the testing after sample pre-treatment with a heterophile blocking tube and a lower result was obtained. The instructions for use for the dimension vista bhcg flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Siemens is investigating the incident.

Event description:
A discordant falsely elevated human chorionic gonadotropin (bhcg) result was obtained on a patient sample on the dimension vista 1500 instrument. The initial result was not reported to the physician. The same sample was retested on an alternate siemens instrument and a negative result was obtained. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bhcg result.